Manufacturer narrative:
(B)(4) = device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Without device return and evaluation, no further investigation can be performed into this report. The healthcare provider stated that the reason for explant is not related to a device malfunction.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after an implant duration of approximately 106 months, due to mitral regurgitation. The healthcare provider indicated that the reason for explant is not related to a device malfunction. The explanted ring along with patient's native valve were replaced by an edwards' bioprosthesis. Operative report indicates, " the mitral valve was previously repaired. There was an intact ring in place. The repair appeared intact, but the posterior leaflet appeared ankylosed. The ring was removed by removing the previously placed sutures."